Manufacturer narrative:
The field service engineer found the sonic wash station (sws) was dirty and cleaned it. Calibration was acceptable. The investigation determined the event was due to the dirty sws. A dirty sws would not adequately clean the sample probe leading to contamination of patient samples. Product labeling states: "in the sonic wash station of the sample probe, precipitates accumulate over time. Clean the sonic wash station regularly." The investigation determined the event was due to a customer maintenance issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) identified a dirty sonic wash station (sws). The investigation is ongoing.

Event description:
The initial reporter complained of calibration and qc issues and discrepant results for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. Note: the unit of measure was not provided. The initial result was 159. The repeat result was 140.